Manufacturer narrative:
Correction to b1 adverse event/product problem, initially reported as adverse event and procedure problem and supplement MDR is correcting this to product problem. Correction to h1, type of reportable event from serious injury to malfunction. Correction h6 patient codes. Initially reported patient code of perforation with code 2001. Supplement report is correcting this to no consequences or impact to patient with code 2199.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On (B)(6) 2016 it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2013. The patient received an ultrasound of her left lower extremity. The exam revealed left popliteal, posterior tibial veins demonstrate intraluminal thrombus. Left common femoral and deep femoral veins are patent. On (B)(6) 2013, the greenfield ivc filter was placed n an intrarenal location. Post procedure venogram demonstrates good positioning. The patient tolerated the procedure well with no immediate complications. On (B)(6) 2017 a CT of the abdomen was performed without contrast. Exam findings revealed the ivc filter is seen in the inferior vena cava at the l2 level. The filter is seen in an upright position with minimal tilt to the right measuring approximately 20 degrees. There is no evidence of any perforation. The ivc filter appears intact with no evidence of any fracture. Minimal calcification is seen in the abdominal aorta. Retroperitoneum reveals no evidence of any lymphadenopathy or fibrosis. The pancreas reveals no discrete lesions. The kidneys reveal cortical lesions. The calices are not dilated.

Event description:
A greenfield filter was implanted on b)(6) 2013. On (B)(6) 2016 it was noted that perforation and tilt occurred. No further patient complications were reported.